Manufacturer narrative:
The reagent lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable lipase colorimetric assay results from the cobas pure c 303 analytical unit. Sample 1 initial result was 88 u/l, and the repeat result was 54 u/l. Sample 2 initial result was 104 u/l, and the repeat result was 63 u/l. Sample 3 initial result was 120 u/l, and the repeat result was 89 u/l. Sample 4 initial result was 77 u/l, and the repeat result was 43 u/l.